Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged. The cause of the dislodge was either the thickening of the rheumatoid valve leaflets or that the valve was reported to be under expanded as the valve appeared in an elliptical shape. The valve was snared into the ascending position. A second valve was prepared and a pre-implant balloon aortic valvuloplasty (bav) was performed with an 18 millimeter (mm) balloon. The second valve was implanted successfully. No additional adverse patient effects were reported.